Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the gastric pouch on a laparoscopic gastric bypass, the reload did not fire. The surgeon then changed the handle, but also remained blocked with previous reload. They change the reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.